Event description:
Gambro rec'd a complaint on march 14, 2008 from a facility who reported that a phoenix machine, software version 3.34, was leaking. It was unk when the leak occurred. There was no pt injury or medical intervention warranted in this event. No evidence that a tube disconnection related alarm occurred. A gambro tech inspected the machine and found that tubing disconnected at input of filter f7, causing external fluid leak. He reconnected tubing and verified proper operation through bleach adr cycle.